Manufacturer narrative:
The cause for the false positive cytomegalovirus igg result is unknown. Siemens healthcare diagnostics is investigating the issue.

Manufacturer narrative:
The initial MDR # 2432235-2014-00608 was filed on october 21, 2014.additional information (12/12/2014): the regional support center specialist spoke to the customer. The customer does not have samples from the patient available for testing. The cause of the discordant cytomegalovirus igg results on samples from one patient is unknown.

Event description:
The customer obtained false positive results on one patient sample for the cytomegalovirus igg (cmv igg) assay on an immulite 2000 xpi instrument using reagent lot 295. The same sample was repeated which also resulted as positive. A new sample was obtained from the patient and tested on an immulite instrument, which again resulted as positive. The false positive results were not reported to the physician(s). The new sample was tested on an alternate platform using elisa and the result was negative for cmv igg. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the false positive result on the patient sample.